Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The insulin pump alarmed battery out limit after the battery was changed. Customer's blood glucose level was 147 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop and motor position encoder error alarm noted in alarm history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test, occlusion test, excessive no delivery test due to motor error alarm. No unexpected battery out limit alarm noted. The insulin pump passed rewind, idle current, run current, self-test, off no power, basic occlusion, prime and displacement tests. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.